Event description:
Resident was being transferred using a sling when stitching on sling became undone. The resident did not fall and no injuries resulted.

Manufacturer narrative:
The catalog number was inadvertently entered for the model.